Event description:
Information provided via medical records supplied by physician. On (B)(6) 2006 - pt had ventral hernia repair with bard composix kugel hernia patch. On (B)(6) 2007 - presented with cutaneous, pruritic nodules all over her body - legs, arms, groin, back, abdomen, and chest. On (B)(6) 2010 - pt presented to the allergy clinic after seeing numerous physicians for this rash, including allergy/immunologists, gastroenterologists, and dermatologists. The main issue for her visit was her cutaneous symptoms. She has had a pruritic rash diffusely over her body since (B)(6) 2007. In summary, she was initially started on benadryl and dermatopp by her primary care physician (pcp). She was given multiple courses of antibiotics for secondary infections. Her medications expanded to include doxycycline, atarax, and allegra. She received multiple courses of oral and injected steroids with little to no benefit. She was referred to a dermatologist. On (B)(6) 2010 - receiving the therapy every other week. Her most recent ige level is 1272 iu/ml, but her symptoms have not improved. The pt has been compliant with medication and despite the various treatments, no substantial improvement. Physician recommends pt to undergo mesh explant procedure if the allergy patch test shows a positive result.

Manufacturer narrative:
The report does not specify a specific device failure or problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. No conclusion can be drawn at this time. A product sample was provided to the allergist for allergy testing. This MDR includes all pt, event and device information davol has received to date.